Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Six low-speed and nineteen high-speed treatments were performed with a diamondback 360 peripheral orbital atherectomy device (oad) in the 90%, 6mm diameter left mid superficial femoral artery. Following plain old balloon angioplasty, core lab angiographic imaging observed a major dissection in the treated lesion. The clinical event committee reviewed images and concluded that the oad was possibly related to the dissection. No further information is available.